Manufacturer narrative:
Product complaint (B)(4). Investigation summary : inlay luxation from the cup for no apparent reason. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that altrx +4 10d 36idx60od has three (3) anti-rotation device (ard) tabs sheared off from the rim, fragments were not returned for evaluation. A slightly deformation was also found on the edge of the rim which denoted that the edge of the liner was loaded by the femoral head and patient's body weight. Additionally, marks from the extraction process were observed on the inner and outer surface of the liner. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [122136160/ m0293g] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 36idx60od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 30/06/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31/05/2027. 5) IFU reference: IFU-0902-00-701. Device history review : a manufacturing record evaluation was performed for the finished device [122136160/ m0293g] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the patient bent forward at the sink, doing so again pain event like the first time with sounds of the left hip. Presentation in the emergency room on (B)(6) 2023. In imaging diagnostics (x-ray and computed tomography), a luxated inlay was found. This resulted in an operation on (B)(6) 2023 with changing the cup, inlay and head. The patient felt a painful sensation in the groin. From then on, he could no longer adequately load the left leg and felt a mechanical blockage of the hip joint. In addition, the patient heard a rubbing sound. A surgical delay was not reported.

Event description:
Inlay luxation from the cup for no apparent reason. This resulted in an operation on (B)(6) 2023 with changing the cup, inlay and head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.